Event description:
It was reported that this pacemaker and the right atrial (ra) lead triggered a lead safety switch (lss) due to a spike in lead impedance. Also, there were high thresholds observed on the right ventricular (rv) lead. Both leads were programmed to unipolar pacing and sensing. This pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.